Event description:
It was reported that a therapeutic advantage sling was placed in 2004. Subsequently the pt presented with a bladder abscess after the mesh eroded into the bladder. Hospitalization and intervention were required. The device remained implanted as of ten days later. No follow up was possible since the physician prefers to remain unidentified.